Event description:
Customer reported a failure code 570:320. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if additional info becomes available. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA was opened and is investigating reports of the failure code 570.